Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the high flow insufflation unit exhibited the display of the flow not completed due to defective light-emitting diode of the front panel. There were no reports of patient involvement.

Manufacturer narrative:
Updated fields: h3, h6 and h11. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the front panel issue caused by a faulty front panel light emitting diode. However, the specific cause of the faulty front panel light could not be determined. Olympus will continue to monitor field performance for this device.